Event description:
A facility reported a pt death occurred during a dialysis treatment. According to the facility head nurse, the pt had a respiratory arrest. The facility staff expected that the dialysis machine would alarm, but they state that it did not. The pt's physician will not disclose any of the pt treatment info. The machine was inspected by the MFR rep and found to be operating properly and responding to alarms appropriately. The staff operating the machine did not know where the machine's alarm limits were set.